Manufacturer narrative:
(B)(4). Investigation of returned tip showed the trace of twist and squeezing damage at the breakage site, abrasive damage on the surface of the broken tip. Lot history review revealed no anomaly relating with the reported event. No other similar incident report was received for this lot products. Based on the obtained information and the outcomes of the investigation, it is inferred that the tip of catheter was trapped in the target vessel due to the anatomical condition of the lesion, where rotational manipulation was consecutively applied, rotational force was accumulated at the tip-shaft transition point, which was squeezed and broken off when the accumulated force exceeded the product's design limit. IFU describes "do not use in advanced calcified lesion." As contraindications and prohibitions. -warning section describes: do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is felt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damage or rupture the catheter, or damage the blood vessel. -if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter with full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may cause damage to or rupture of the catheter, and damage the blood vessel.

Event description:
Reportedly, to treat the heavily calcified 99% occluded lesion at #7 lad, a 0.014" guidewire was advanced with support by subject catheter, guidewire could go through the lesion, however, the catheter couldn't. When the catheter was pulled back in order to exchange with other catheter, tip breakage was observed. X-ray observation revealed that the broken tip of the catheter was on the guidewire that was used in combination and broken as well. Using a snare device, the tip of the catheter was removed out as a unit with the guidewire breakage portion. Lesion was revascularized with other guidewires. Patient is in good condition and under medical observation as of the reported dated.